Manufacturer narrative:
The electrode lot number and expiration date were not provided. The qc was acceptable prior to the sample being tested. The qc was repeated multiple times due to failures. The qc was repeated until the results were within acceptable ranges. The calibration was acceptable. The field service representative found that the sample probe was bad. He replaced the sample probe and performed adjustments. He cleaned salt out of the electrode block and electrodes, checked the dilution nozzle dispense, and performed reagent primes. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 10 patient sample on a cobas 8000 ise 1800 module. Only 1 example was provided. The initial result was 133 mmol/l with a data flag. The repeated result was 140 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the initial result was questioned.